Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer (lh 500) gave partial clog pc1 and pc2 errors and no differentials after they ran a clotted microtainer through the lh 500 analyzer. Customer reported that the problem started after they replaced the differential pack. Customer reported that there was a leak off the corner of the peltier unit, underneath the countertop. Customer reported that the volume of the leak was 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - method code - 8 (other): on (B)(6), 2012, customer contacted bec and cancelled service call because the issue was resolved. Customer did not provide any other information. Root cause is unknown. (B)(4).